Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4194 implantable pacing lead (B)(6) 2012; 4076 implantable pacing lead (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient's device had several stored, non-sustained ventricular tachycardia episodes with sixty cycle electromagnetic interference. No additional information could be obtained from the clinic. The device remains in use. No patient complications have been reported as a result of this event.